Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirm significant wear and usage. This device was manufactured in 2019. A functional evaluation was conducted and confirms the handle is seized in placed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that during thr surgery, the mi z handle acet reamer broke external to patient. The procedure was finished using a smith and nephew back up device, with no surgical delay and no injury to the patient.